Event description:
The patient was being treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2025 with the implant of an alto abdominal stent graft system. Reportedly, the case had difficulties in the access vessels and for this reason shockwave (non-endologix) distributor as well as boston sc. (Non-endologix) distributor were present for the use of their devices (shockwave and rotablator). Right access was used, and shockwave and ballooning were performed to prepare the path for the alto main body (mb) insertion. A lundquist (non-endologix) wire was used to advance the delivery system in ballerina configuration. The alto mb advancement was easy without any difficulty. Markers were placed properly, all steps were followed according to procedure, the polymer was mixed, and the auto-injector connected to the polymer port. For the first 10-15 seconds no polymer appeared in the screen. The alto mb was advanced slightly up and the stiff wire was brought down. First polymer appeared in the second sealing ring, continuous maneuvers and gentle inflation of the integrated balloon was performed for the next 2-3 minutes and polymer finally appeared at the sealing rings. The contralateral leg was not filled with polymer although the contralateral channel did receive some polymer. An attempt was made to advance a 0.014¿ (non-endologix) wire through the crossover lumen but it could not advance inside the ipsilateral leg. Another attempt was made with a 0.018¿ (non-endologix) stiffer wire but this also could not advance to the contralateral limb. It looped inside the ipsilateral leg and stopped before the alto mb bifurcation. Attempts to crossover using several catheters were made but it was impossible. In the meantime, ballooning the sealing rings to ensure central sealing was achieved. The physician decided to implant a lifetech (non-endologix) plug on the left common iliac artery converting to an aorto-uni-iliac (aui) and completed the case by conducting a femoral-femoral bypass. The patient was discharged without any problems.

Manufacturer narrative:
The devices (stent graft) involved in this event will not be returned for evaluation and remain implanted in the patient. The delivery system will be returned. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, follow-up report will be submitted. H3 other text: device remains implanted.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Endologix made three good faith efforts to retrieve reported adverse event/incident-related medical records. However, the user facility did not respond to requests for this information. Medical imaging was provided for clinical assessment. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the returned device was completed. Endologix received one (1) alto delivery system, and one polymer syringe attached the auto injector 2 for an evaluation. The device was shipped in a large shipping box, within a red biohazard bag and yellow bag. The stent graft was not returned. The syringe was connected to the device and within the auto injector, it contained approximately 6 ml of cured polymer. There was blood residue present on all the devices. A visual and limited functional analysis were performed. Upon visual inspection there were two kinks present in the laser cut hypotube at approximately 240 mm and 242 mm proximal to the edge of the blue handle. Upon visual inspection there was a kink present in the guidewire lumen at approximately 17 mm proximal to the proximal lumen spacer. There was the presence of cured polymer in the distal end of the polymer fill tube. The remainder of the device is unremarkable. There appears to be cured polymer throughout the length of the polymer fill tube and the device was returned with approximately 6 ml of cured polymer remaining in the connected syringe. The auto injector 2 was returned with the delivery system. It was inspected and is in working order. The complaint is unable to be confirmed. A clinical evaluation of the adverse event/incident was completed. An examination of the medical imaging received by endologix found the no fill of the contralateral limb, unable to advance guidewire into contralateral limb, additional surgical procedure (femoral to femoral bypass) and conversion to aorto-uni-iliac (aui) complaints are confirmed. This is consistent with the reported adverse event/incident. The clinical assessment also shows reasonable evidence to suggest the device was used off-label due to the access vessel diameter for both left and right femoral arteries being less than 7mm as prescribed in the IFU. The access vessels were also reportedly narrow and calcified which is identified as cautionary for product usage. Evidence also suggests that the 0.018" wire introduced for contralateral gate cannulation looped at the aortic bifurcation, preventing advancement into the gate and causing crossover attempts to fail. The exact cause of the wire looping is unclear. The failed crossover resulted in flow only to the ipsilateral side (aui). In order to restore blood flow to the opposite leg, a femoral-to-femoral bypass was performed. Device, user, procedure or anatomy relatedness of this complaint could not be determined. Procedure related harms could not be determined. The final patient status was reported as being discharged home and without problems. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: d9: device available for evaluation: updated. D9: device received: updated. G3: awareness date ¿ updated. H6: investigation type codes ¿ remove code 4117. H6: investigation finding codes ¿ remove code 3233. H6: investigation conclusion codes ¿ remove code 11.